Event description:
The complainant reported a possible optical signal failure experienced with this console. There was no patient harm reported. The investigation found that the console was replaced due to the issue.

Manufacturer narrative:
The impella device was returned and evaluated. The optical bench with marginal snr was most likely the root cause of the optical placement signal spiking.